Event description:
Customer reported the system is making a high pitched noise and will not boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and tightened the input transformer connections. System operates as intended.